Event description:
After treatment in the nasolabial folds and the oral commissures with juvederm, the pt experienced an allergic reaction. The pt has a history of allergies and ate a sandwich containing foods that the pt is allergic to after the treatment with juvederm. The pt does not know if there is an allergic reaction to juvederm or to the sandwich eaten. The pt notes a few hrs after treatment there was itching, swelling, redness, and bumps around the eyes. The physician prescribed prednisone. The pt declined to provide the physician contact. Allergan is unable at this time to follow up with the physician.